Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 4 days, intraperitoneal, ongoing), injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, b6. B5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.